Event description:
The recipient reportedly experienced pain in the neck one week after implant surgery. The recipient was treated with medication for suspected bell's palsy. The recipient is reportedly doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has recovered and is using the device. No further treatment details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.